Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The device was filled with fluorouracil hs 3600 mg diluted with 0.9% normal saline for a fill volume of 120 ml. The leak was described as moisture inside light protection bag with deposits of white powder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured january 21, 2016 ¿ january 22, 2016. The white powdery substance was dried fluorouracil. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened blue winged luer cap. After tightening the luer cap, a functional leak test was performed and the device operated within specification. The device was found to be conforming to specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.